Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was normally removed and the procedure was completed with a 6.0 nc emerge balloon catheter. No patient complications nor injuries were reported.